Manufacturer narrative:
Platinium sonr crt-d is not approved in the u.s.; however it is similar to platinium models already approved in the u.s. Corrected data : it was reported on 16 nov 2016 that both device and leads were explanted.

Event description:
Reportedly the patient had an endocarditis due to device and leads.

Manufacturer narrative:
Platinium sonr crt-d is not approved in the u.s.; however it is similar to platinium models aleady approved in the u.s.

Event description:
Reportedly the patient had an endocarditis due to device and leads.